Manufacturer narrative:
Follow up report ref to natus complaint# (B)(4). No product lot number information was provided. Risk management review: a review of (B)(4) medical device hazard analysis (rev 11), identifies the hazard situation as "4.9 the stopcock at the bottom of the burette tube fails during the operation (unable to turn the stopcock valve and/or breakage of the valve)." The risk level is considered moderate. Based on complaint of "broken stopcock." This determination is based on the information received from the customer. Capa005781 was opened to investigate the increase in complaint rates for the eds product line. Root cause/failure investigation: the customer did not return the device for evaluation or provide further information on the failure. Devices are fully tested prior to release of product. No further action is required; complaints will be tracked and trended for recurring issues. Failure mode: no device returned - unable to determine.

Event description:
Nt821731c - the stopcock of the buretrol on the patient's natus evd [external ventricular drain] broke off making it impossible to drain the buretrol chamber.

Manufacturer narrative:
Initial report ref to natus complaint#: (B)(4). Per (B)(4) rev 10 risk analysis spreadsheet - eds 3 external drainage system hazard 4.9 - the stopcock at the bottom of the burette tube fails during the operation (unable to turn the stopcock valve and/or breakage of the valve) effect (harm): over drainage/under drainage of csf residual risk: medium the hazards identified have been reduced as far as possible, and the benefit of use of the entire product outweighs the risks identified. Related to capa005781. Further investigation to be carried out.

Event description:
Nt821731c - the stopcock of the buretrol on the patient's natus evd [external ventricular drain] broke off making it impossible to drain the buretrol chamber.